Event description:
A customer reported that air bubbles were noted inside the pt's eye during a vitrectomy procedure. The system was exchanged and the case was complete without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).